Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the low blood glucose level. The blood glucose level of the customer was 54 mg/dl at the time of the incident and customer¿s current blood glucose level was 90 mg/dl. The customer was treated with the orange juice. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08730 inches. No displacement anomalies were noted. No physical damage to any of the pump labels was noted per visual inspection. The motor was tested outside the device and passed. (B)(4).